Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during interrogation of the device, dashes (---) were observed for several parameters. Atrial and ventricular lead impedance were both >1990 ohms and a high current drain was noted.